Event description:
It was reported by the patient that subsequent to implant of the implantable pulse generator (ipg), the patient began to experience chest pain, and attributed the pain to the device. Approximately one year ago, the patient fell, and the patient stated that the pain had worsened since the fall. The patient described the pain as being ¿like electrical shocks over the right side of [the] chest.¿ the ipg was reprogrammed to a lower pacing rate specifically in an attempt to alleviate the pain, however the pain persisted. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.